Manufacturer narrative:
(B)(4). Date of event: event date unk. Batch number: p56575. Investigation summary: the analysis results showed that one gst60b cartridge reload (a) was returned unfired with 3 double driver missing, making the reload non-functional. No conclusion could be reached on what may have caused the cartridge driver to be missing. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications. The analysis results showed that one gst60b cartridge reload (b) was returned unfired with 1 double driver missing, making the reload non-functional. No conclusion could be reached on what may have caused the cartridge driver missing. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. To confirm, did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that the knife stopped during the firing sequence. No patient consequence reported.